Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of ultrasonic output and appearance. Upon inspection of the device, the tissue pad of the device was found to be heavily worn and partially torn. There was a contact mark on the probe which indicates that the probe came into contact with the grasping section. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. Probe check was implemented. The result presented no abnormalities. Based on the result of investigation, we conclude that the burnt and peeled tissue pad is a appearance defect caused by severe wear. A likely mechanism causing the reported event might be the following: ultrasonic output was performed with a thick and hard tissue gripped by the tip of the grip. The probe and the tissue pad came into contact at the rear end of the device, causing the tissue pad to wear out severely and contact marks. Then output was activated continuously. This might have applied a force to the probe, the error occurred. The instructions for use includes the following statements that warn against the issue: if the grasping section, the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic cholecystectomy procedure an unknown error message was received for the device, and the device became unusable. The tissue pad had was burned and peeled off. The procedure was completed with a new similar device. There is no reported harm to the patient. The output settings are not known.

Manufacturer narrative:
Please see update in h6 - type of investigation.